Manufacturer narrative:
The explanted device was not returned to bsn.

Event description:
A report was received that the patients ipg was damaged during a non-device related surgery wherein electrocautery was used. The patient underwent an ipg replacement procedure and was doing well postoperatively. Electrocautery is a known source of high voltage transient signal and current company labeling warns against the use of electrocautery. (Physicians implant manual 90970880-04).